Event description:
It was reported that the skin became torn while using the meshgraft ii complete. The event occurred during surgery and that part of the graft was shredded as a result of the difficulty inserting it and removing it from the device. The assistant had to use a scalpel to remove the skin from the device. The doctor had to use a scalpel blade to make holes in the skin so that the graft could be used. It was reported that an add'l graft needed to be taken. Surgery was delayed by 20 minutes.

Manufacturer narrative:
May 31, 2012, us and canadian customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their device informing them of improperly maintaining instruments that may cause donor site injuries or result in damage to the graft. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 12/6/1968 and has no repair history at zimmer surgical, initial repair. Evaluation of the device observed the cutter, roller and side plates were all worn. It was also noted that the handle was an older style. Prior to repair, the producted an unacceptable test mesh and the device was outside calibration specifications on the left and right side, respectively. Repair of the device included replacement of the roller, cutter, side plates and handle. The warning message was also re-etched. This device has not been returned to zimmer surgical for maintenance or repair in 45 years; therefore, lack of preventative maintenance most likely caused the device to be out of calibration and the wear to the roller and cutter, which most likely caused the customer's reported event. The device was serviced and returned to the customer.